Manufacturer narrative:
The full and complete customer telephone (B)(6). The product had already expired before the customer reported the event, so in the absence of in-date product to assess, a device history record review was performed on 27feb2017 which showed that all specifications were met when the product was released to market on 21nov2016.

Event description:
On 24feb2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2017.